Event description:
The user facility reported that a pt underwent an arteriogram. Following the diagnostic procedure, a left femoral puncture was made and a 6f angio-seal device was deployed. The day following the procedure and continuing for three (3) days, the pt's leg became cool with symptoms of ischemia and displaying signs consistent with acute arterial occlusion, which was confirmed. Three (3) days post-procedure, the pt then underwent a repeat arteriography and attempted lysis of the thrombosis. The thrombosis could not be lysed. Six (6) days post angio-seal deployment, the pt underwent exploration of a left femoral artery thrombosis. The operative report stated, the incision was made in the left groin, deepened, and dissection carried down to identify the inguinal liagament. The inguinal ligament was elevated and the artery identified and looped with the vesi-loop just above the inguinal liagament at the distal external iliac. The distal common femoral was likewise looped with the vesi-loop. Multiple large branches within the common femoral were identified and looped with vesi-loops. 2,000 units of heparin was administered. Control was established of the common femoral artery and an anteriotomy created. The closure device with suture coming out the middle of the puncture was easily identified. Within the lumen, the device anchor was still secured by the suture. The device was removed intact and the vessel wall did not appear damaged. A dacron patch was used to create a generous patch closure. Flow was then released through the common femoral artery, which appeared acceptable. Hemostasis was difficult, requiring gelfoam and thrombin. The skin was approximated with staples and sterile dressings applied. The pt tolerated the procedure well and was taken from the operating room to the recovery room in satisfactory condition.